Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connect pump and reservoir due to unknown reasons. Another pre-connect pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Device evaluation: no malfunction was reported. The ams700 device was visually inspected and functionally tested. One cylinder performed within specifications. There was a leak ad broken fabric threads in the other cylinder due to sharp instrument damage consistent with explant damage. There was a leak in the reservoir shell due to fold wear. The pump was not functionally tested due to the reservoir leak. No device history record, labeling review, ship history, or risk review required per cis product investigation wi, 92186855. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connect pump and reservoir due to unknown reasons. Another pre-connect pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Product investigation was completed.there was a leak ad broken fabric threads in the other cylinder due to sharp instrument damage consistent with explant damage. There was a leak in the reservoir shell due to fold wear. Should additional information become available, this complaint will be reassessed.